Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was atrial fibrillation and atrial tachycardia that was not a "normal registration." It was also reported that there was noise on the right atrial lead. The lead is still in use. No patient complications were reported as a result of this event.